Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The insulin pump had a missing end cap sticker. The insulin pump also had a bleeding lcd glass.

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.